Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the sds was returned with blood on the balloon. There was no contrast visible. The stent implant was returned dislodged from the sds. The entire length of the stent implant was smashed. There was a bent strut in the first row of proximal struts. The first two rows of distal struts were mangled. There was no other damage noted to the stent implant. The balloon had relaxed folds. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the inner member or tip. There was a kink in the hypotube 36 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath and rotating hemostatic valve (rhv) were not returned. The tip seal length was measured and met mfg criteria. The stent implants outer diameter measurements were not taken due to the damage. Product performance engineering reviewed the incident info and eval of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. During the eval, the tip seal length was measured and met mfg criteria. The sds was returned with blood on the balloon. There was no contrast visible. The reported stent dislodgement was confirmed. The stent implant was returned dislodged from the sds and the entire length of the stent implant was smashed. There was a bent strut in the first row of proximal struts and the first two rows of distal struts were mangled. The balloon was returned with relaxed folds suggesting possible positive pressure may have been applied to the sds. There were crimp marks visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product, and appears to be the likely cause of the stent damage and stent dislodgement for this case. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. Although not reported, there was a kink noted in the hypotube 36 cm proximal to the guide wire exit notch. Potential factors which can contribute to kinks in the shaft include, but are not limited to, damaged during removal from packaging at the account, damaged while handling during prep or damaged during mfg. To ensure this is not a mfg issue, there are many in process controls including 100% inspection for kinks and bends during the mfg process. It may also be possible that the kink noted in the shaft is a result of pushing against resistance while attempting to cross the lesion. Overall, the reported stent dislodgement, damage to the stent, and noted kink in the shaft appear to be related to the operational context of the product. There is no indication of a product related quality deficiency. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during a first diagonal artery stenting procedure, the lesion was successfully pre-dilated with another company's stent. The physician then attempted to advance the stent delivery system (sds), but it would not cross the lesion. The sds was removed from the vasculature, and the physician noted that the stent was not on the sds. The guiding catheter was then removed from the vasculature and the stent was located on the tuohy bourst valve. There were no reported pt effects. There is no additional info available.